Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the driver fractured. The doctor confirms that the procedure was completed with other instruments and that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One right angle slotted driver tip, 24mm (rasd1) was returned for investigation. Visual inspection of the as returned product identified that the device had fractured at the tip. The reported event could not be recreated due to the nature of the dental devices and event (fracture). Patient conditions, tooth location and duration of placement are irrelevant to this investigation. Device history record (DHR) review was completed for the subject lot number 1227470. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1227470) was performed for similar events using keyword 'functional fracture' and no other similar complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product. Therefore, based on the available information, device malfunction has occurred for both devices and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.